Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that a ventilator experienced a loss of communication during patient use. The patient was removed from the ventilator and was placed on a second ventilator. There was no report of serious injury or death associated with this event.